Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the tip of the turntrac guide wire was shaped. On attempting to thread the guide wire through the introducer needle, it was noted that the tip of the guide wire had unraveled. The procedure was successfully completed with a balance middleweight guide wire. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during preparation for use prior to being inserted into the introducer needle resulted in the reported stretched and the reported break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: there was no reported problems shaping the tip of the turntrac guide wire; however, the tip was noted to be unraveled prior to being inserted into the introducer needle. The guide wire was not used. There was no patient involvement. No additional information was provided.